Manufacturer narrative:
Supplemental report 01 - MDR 1931396 - MDR 3003442380-2024-18853. Additional information - this MDR is being submitted to include the below: h11: investigation summary: since no lot number is available. A detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through postmarketing surveillance (pms) product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced ten kinked cannula events on 25-may-2024. The event occurred after three hours of insertion. The infusion set was in use for 1 day. The infusion set was inserted in abdomen. Blood glucose levels during the event was high. Patient address high blood glucose level via taking multi daily injection. Patient replaced infusion set and resumed insulin deliveries successfully, do not see kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.